Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera did not have any power and the system was displaying "localizer not connected." The following troubleshooting was performed. The power over ethernet (poe) appears to have power but the light was red indicating no power going to camera. There was no patient involvement.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735843, product ID: 9735798, serial/lot #: (B)(6), : h3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. D9, h2, h3: the hardware (B)(6) was returned and analysis was performed. The ethernet cables were tested without issues and successfully pinged known good equipment. The bulkhead connector was missing. Codes b01, c07, d02 are applicable to this analysis. The hardware ((B)(4), lot# 19b006829drc13) was returned and analysis was performed. When tested, the returned power over ethernet (poe) injector did not display a green light indicating no power output. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.